Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted. A new lead of the same model was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was observed that all conductors were stretched and blood/body fluid was present; apparent explant damage. Full lead returned and analyzed.